Event description:
There was an allegation of questionable sodium (na) and potassium (k) electrode results from the cobas 6000 c501 module. Sample (B)(6) initial na result was 149 mmol/l, the 1st repeat result was 149 mmol/l, and the 2nd repeat result was 142 mmol/l. Sample (B)(6) initial na result was 149 mmol/l, the 1st repeat result was 149 mmol/l, and the 2nd repeat result was 142 mmol/l. Sample (B)(6) initial na result was 145 mmol/l, and the repeat result was 139 mmol/l. Sample (B)(6) initial k result was 3.61 mmol/l, and the repeat result was 4.06 mmol/l. Sample (B)(6) initial k result was 3.81 mmol/l, and the repeat result was 4.31 mmol/l. Sample (B)(6) initial na result was 140 mmol/l, and the repeat result was 146 mmol/l. The initial k result was 4.61 mmol/l, and the repeat result was 3.95. The questionable results were repeated because the results were too different from the previous results.

Manufacturer narrative:
The lot numbers and expiration dates were not provided for the electrodes. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) decontaminated the system and the water system, adjusted the cuvette water rinse level, checked and adjusted the ion selective electrode probe and sipper probe, changed all of the electrodes, and reconnected the ion selective electrode related board. The fse completed a calibration, qc, ion selective electrode check, precision check, and all passed. The data provided indicate a general customer handling issue. The customer did not follow the centrifuge parameters, did not use the chimneys in the reagent bottles, and had problems with the preparation and handling of the qc materials. The calibration data also indicates a sample quality issue. The investigation determined that the service action resolved the issue.